Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the surgical center, the user stated that the guide wire folds making use on the patient impossible. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire becoming kinked during insertion was confirmed. One guide wire with various other components were returned for evaluation. Visual examination revealed there are two kinks observed in the guide wire body and the j-bend is opened. The kinks are 5.6 cm and 8 cm from the distal end weld. Microscopic examination of the guide wire confirmed both kinks and that both welds are typical, full, and spherical. A manual tug test confirmed that both welds are intact. The guide wire measures 686 mm in length from end to end. The outside diameter (od) of the guide wire measures 0.859 mm. Both measurements are within guide wire specification per the graphic for the length (679- 687 mm) and od (0.838- 0.877 mm). Instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars, or introducer catheter and none of these components were returned, the probable cause could not be determined. No further action will be taken.